Manufacturer narrative:
Gtin/UDI for model 2401-0500, lot # 16106968 is (B)(4). The customer¿s report of a tubing leak at the top of the silicone segment was confirmed. A small tear was observed in the silicone tubing segment distal to the upper fitment. Further visual inspection of the silicone tubing under magnification did not reveal any crush marks or damage on the upper or lower fitment. Functional testing was performed; no leaks were observed. The set was pressure tested; at approximately 10psi, a leak as observed at the location of the observed tear in the silicone tubing segment. The root cause of the leak was due to a tear in the silicone tubing. The cause of the tear is unknown.

Manufacturer narrative:
Concomitant products: 500ml baxter bag ref h938738, lot 1190340, exp 2019-09-3, intralipid attached to 2401-0500; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set was leaking lipids at the top of the silicone segment .

Event description:
Received a copy of the customer's medwatch report from the FDA which states, " carefusion primary IV tubing either leaks or is broken at connections. It occurred once with one 1 port an one 2 port primary tubing. Adult: when placing smart site infusion primary tubing into the pump, tubing broke apart at the connection; small amt of medication lost. No harm to patient. (#2420-0500). Nicu baby: IV tubing had been running for about 24 hours then began leaking inside of pump. Leak site was at upper blue hub of IV tubing. No harm to patient. (#2401-0500)"

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set was leaking at a valve site inside the pump. There is no report of patient harm.